Event description:
Doctor started to insert the anchor. The anchor broke off. We tried another one and the same thing happen. Additional information confirmed an additional anchor were placed in the same location.

Manufacturer narrative:
(B)(4).